Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was unable to be interrogated due to the device was in radio frequency (rf) lockout. The programming changes were made. The patient was in stable condition.